Event description:
It was reported that the insulin pump alarmed no delivery alarms, followed by motor error alarms. The customer's mother stated that the customer had had 3 replacement insulin pumps as a result of the motor error alarms. The caller also reported experiencing occlusions. The caller stated that the first occlusion was observed during a bolus attempt, and the second time was related to blood observed in the infusion set cannula. The caller did not know the blood glucose reading. The caller was advised to respond quickly to the no delivery alarm, clear the alarm, disconnect from the insulin pump, and then troubleshoot the cause of the issue. The caller was also advised to monitor the drive support cap, as the user is very active. The caller was advised to review a change of the infusion set brand with a doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.